Manufacturer narrative:
(B)(4). S/w version 6.7v. Retainer ring = black. Pump case = ngp. Customer returned pump for alleged cosmetic damage located at the back of the pump and device heating up found on (B)(6) 2022. The pump passed the displacement test, sleep current test, active current test, and self test, test p-cap locks properly into the reservoir compartment. Successfully downloaded history files and traces with thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected power alarms or unexpected battery alerts were found in the history files. The pump was cut open for visual inspection and found moisture on pcba 1, pcba 2 and harness vibrator assembly. The following were noted during visual inspection: pillowing keypad overlay, cracked case (battery tube). Cosmetic damage was confirmed at the back of the pump. Device heating up not confirmed during testing. Exposed to moisture confirmed on pcba 1, pcba 2 and harness vibrator assembly. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump was cracked. Customer stated that the insulin pump was over heated. No harm was required during medical intervention. Troubleshooting was performed successfully. The customer discontinued the usage of the device and the device was returned for analysis.